Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that the velcro on the neonatal pads no longer sticks like it used to. They claimed if the infant moves the velcro pops off and thought when the pads were sent in 1 per box it was apparently better. The user feels like they need to tape the velcro latches to the pad to keep it sticking. Per follow up information received via task on 07oct2025, unfortunately, the pad was already discarded. To clarify, this was not a single pad issue. It seems like there was a design change about a year ago, and since then the swaddling straps did not stick to the velcro on the pad.

Event description:
It was reported that the customer stated that the velcro on the neonatal pads no longer sticks like it used to. They claimed if the infant moves the velcro pops off and thought when the pads were sent in 1 per box it was apparently better. The user feels like they need to tape the velcro latches to the pad to keep it sticking. Per follow up information received via task on 07oct2025, unfortunately, the pad was already discarded. To clarify, this was not a single pad issue. It seems like there was a design change about a year ago, and since then the swaddling straps did not stick to the velcro on the pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.